Event description:
It was reported that during puncture, the customer of the radiotherapy department found that the seldinger could not be introduced into the PICC catheter since the proximal end of the former was curled up.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a frayed guidewire is confirmed but the exact cause remains unknown. One photo sample of a guidewire was provided for evaluation. One end of the guidewire is shown with a sharp bend. The distal end shown appears to have a misaligned coil protruding and may be frayed. The characteristics of the damage could not be closely inspected from the image provided. A review of the manufacturing records did not reveal evidence to suggest a manufacturing related root cause. Based on the information provided, possible contributing factors include damage during handling and kinking of the device. Since a damaged coil in the guidewire was visible in the image, the complaint is confirmed but the exact cause could not be determined. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that during puncture, the customer of the radiotherapy department found that the seldinger could not be introduced into the PICC catheter since the proximal end of the former was curled up.